Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the pump was not responding to any button presses after the exposure to moisture. Pump emitted a cs 052 alarm after the patient had been in the pool. Pump was disconnected, rebooted and then the pump alarmed a 2nd time (cs 052). Rebooted a third time and the pump would not go past the verify screen. The pump did not respond to button presses. The pump's battery cap was changed 7-8 months ago. There are reportedly no cracks/fissures in casing or any rips/tears in the rubber keypad. No blood glucose excursions are related this product issue. . There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): on investigation, the keypad was found to be fully intact without peeling or visible damage. All keypad buttons are responsive and have normal spring back or click. The keypad cover was removed for investigation and revealed no hypersensitive or inverted contacts. There was visible contamination under the contact of the contrast key. The pump was returned with visible moisture in the display lens. The pump powers on to the verify screen with vibratory function operational; however there was no audible function. On testing, the replace battery alarm was emitted when performing a rewind function and the alarm was not able to be cleared. A rewind, load and prime sequence was not able to be performed and the cs alarm was not able to be investigated due to moisture damage to the pump. The pump failed a leak test with a leak present at the display lens. The cover was removed from the pump for further investigation and revealed moisture present inside the pump. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.